Event description:
Customer reported via phone call that the time on the insulin pump is not correct. Customer stated that the clock keeps changing on its own and sometimes if they forget to check the time, wrong carb ratio is used. Customer is correcting time about once a week. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored and no unexpected time clock anomaly noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.